Event description:
As reported by end user hospital, regarding their convenience kit, air is being pulled into the syringe when aspirating through the manifold. No air was injected, and no patient injury or complications results. The manifold was replaced and the procedure was completed.

Manufacturer narrative:
A used sample has been returned to navilyst medical, however the device evaluation is still in process. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).